Manufacturer narrative:
Based on the limited information provided, intuitive surgical inc. (Isi) has not determined the root cause of the complication(s) experienced by the patient. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. According to the initial reporter, the event occurred approximately a year ago on an unspecified date. The initial reporter indicated he could not recall that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. He also could not recall that an intra-operative complication occurred during the surgical procedure. The initial reporter stated that the patient was discharged from the hospital but then returned a few days later due to reported complaints of abdominal pain. At that point, the patient was found to have a uroma and a ureteral injury. The initial reporter did not know what medical intervention, if any, the patient was administered as a result of the ureteral injury. Isi has attempted to contact the risk management department at the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter indicated that a patient sustained a ureteral injury after undergoing a da vinci si surgical procedure. However, at this time, it is unknown how the patient's injury occurred.

Event description:
It was reported that after a da vinci si surgical procedure, the patient was found to have sustained a ureteral injury. No additional information was provided.